Event description:
As reported by an affiliate, during coil embolization of an internal carotid artery aneurysm, there was resistance as the trufill dcs orbit coil was being withdrawn into the non-codman microcatheter and the coil was noted to be stretched. After stretching was noted, the entire coil was successfully removed from the patient still attached to the delivery system. It was reported that there had been no resistance when the coil was being advanced through the microcatheter. A continuous flush through the microcatheter had been maintained. The procedure was completed using the same microcatheter. There was no patient injury, and the device will be returned for analysis.

Manufacturer narrative:
Concomitant medications, age, gender and weight are unknown. It is anticipated that the device will be returned for analysis; however, the device has not yet been returned. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
See updated information. Complaint conclusion: during coil embolization of an internal carotid artery aneurysm, there was resistance as the trufill dcs orbit coil (638cf0510/15596783) was being withdrawn into the non-codman microcatheter, and the coil was noted to be stretched. The entire coil was successfully removed from the patient still attached to the delivery system. There was no loss of target position. The microcatheter had not been repositioned over the coil while the coil was deployed or partially deployed out of the distal end of the mc, and it was unknown if a one to one relationship between the coil & delivery tube was verified with fluoro prior to repositioning. There was no coil entanglement. It was reported that there had been no resistance when the coil was being advanced through the microcatheter and a continuous flush through the microcatheter had been maintained. The procedure was completed using the same microcatheter. There was no patient injury. A non-sterile orbit rdfl complex fill coil was received coiled inside a plastic bag. The hypotube was inspected and it was found kinked. The introducer was received partially unzipped and no damages were noted on it. The support coil and gripper were found without damages while the embolic coil was found stretched. The gripper and embolic coil were inspected under microscope and the following were found: the gripper was found without damage while the embolic coil was found stretched. The outside diameter from the delivery tube was measured and was found within specification. One prowler select plus microcatheter lab sample was flushed using a lab sample syringe (nipro) and the orbit was introduced into the microcatheter. It could pass through the microcatheter lab sample, but resistance/friction was felt when the kinked sections of the orbit device were passed through of the lab sample microcatheter. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported stretched coil was confirmed based on the condition of the device received for analysis. The condition of the received device appears to have been caused by application of excessive force, however, root cause cannot be conclusively determined. Based on the information provided and the product analysis, procedural factors (possible use of excessive force and repositioning without verification of a one-to-one relationship between the coil and dpu) may have contributed to the coil stretching. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Since there are potential contributing procedural factors addressed in the IFU, and there was no evidence of a design or manufacturing issue related to this complaint, no corrective actions will be taken at this time.